Manufacturer narrative:
(B)(4). Batch # t5cu2e. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any patient consequences? Yes. When the firing knob was broken off, did it fall into the patient? Yes. If yes, was it removed? Resection of part of ileum inside the gia. How much additional tissue was resected? Unk. Were there any patient consequences or changes to the postoperative care of the patient as a result of the further intestinal resection and new anastomosis? Unk.

Event description:
It was reported that during an unknown procedure, when the point was fired, the plastic blade advancement broken, interrupting the cutting and suture action. It was necessary to make further intestinal resection and pack a new anastomosis.